Manufacturer narrative:
Super poligrip original denture adhesive cream is manufactured in (B)(4). The lot number for the product is available; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of metal poisoning in a (B)(6) male pt who received super poligrip original denture adhesive cream ((B)(4)) for (B)(6) for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the pt started super poligrip original denture adhesive cream. At an unk time, after starting super poligrip original denture adhesive cream, the pt experienced general body pain, nerve damage and neuropathy. The pt saw his physician. Super poligrip original denture adhesive cream was discontinued on (B)(6) 2009. On (B)(6) 2009, his physician informed him that he had metal poisoning as his blood copper was decreased and his blood zinc was increased. The pt was treated with chelated copper, lyrica, gabapentin (neurontin) and vitamin b6 and vitamin b12. This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved. The pt indicated that he is retaining an attorney as per his physician's instructions.